Manufacturer narrative:
The cochlea implant has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
The clinic is planning on carrying out a revision/explant for the pt, who has been having difficulties with skin flap issues. Pt was noted to have a 17mm skin flap post-initial surgery. The skin-flap was thinned a few months later, but pt is heavily vascularized and developed 2 hematomas post surgery. He is still not able to wear the med-el implant even with a cmd coil/magnet. Rarely is the audiologist able to get measurements and that is with significant pressure placed on the coil. The pt has tried different solutions including hats, sweatbands to hold the device in place, but nothing helps. The pt has essentially been without sound since his activation in 2011.